Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging a battery indicator issue with her onetouch ultra2 meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began sometime in (B)(6) 2015, at approximately 8-10am in the morning when attempting to measure her blood glucose. The patient stated that she manages her diabetes with a combination of pills, diet and/or exercise and she denied making any changes to her usual diabetes management in response to the reported issue. The patient reportedly developed symptoms of ¿extreme hunger, shaking and numbers¿ approximately 1 day after the alleged meter issue began. The patient denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that it was the first use of the product and that there was no indication of any misuse. The csr was unable to resolve the issue. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 6/2/2015 device evaluation.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.